Manufacturer narrative:
One truepass needle was returned for evaluation. Visual examination of the needle confirmed the reported complaint. The needle tip has broken off at the suture slot. Broken tip was not returned. The root cause remained undetermined after the investigation. (B)(4).

Manufacturer narrative:
Patient age reported as approximately (B)(6) years. (B)(4).

Event description:
During a rotator cuff repair it was reported that the tip broke off of the device after about four successful passes. A very small fragment broke off in the patient. Removal was briefly attempted but the surgeon decided not to retrieve it. A backup was available but was not used. No patient injury was reported.